Event description:
The corsair was placed into the vessel. The attending tried to place an interventional wire through. He felt resistance and pulled corsair and wire out of the body. When out of the body he could not remove wire from the corsair.